Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, an alarm from the air bubble detector occurred. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The subsidiary's service center was unable to duplicate the issue. Evaluation is in progress, but not yet concluded. This MDR is associated with MDR #1828100-2012-01097 as only one event occurred.